Event description:
It was reported that the balloon broke internally, resulting in additional intervention. A coyote? Es was selected for use in the right deep femoral artery. The patient had undergone previous operations in the lesion location, and the area was very sensitive. When the balloon was being withdrawn from the patient, the balloon broke at the junction of the guide exit area. The balloon guide was lost in the deep femoral artery. It was necessary to recover the device from the patient's circulation. There was a significant procedure delay of approximately 4 hours due to the medical scarpa approach used to recover the device.

Manufacturer narrative:
Device analysis: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a separation 26 cm from the tip and multiple kinks along the device shaft. Microscopic examination revealed no additional damages.

Event description:
It was reported that the balloon broke internally, resulting in additional intervention. A coyote? Es was selected for use in the right deep femoral artery. The patient had undergone previous operations in the lesion location, and the area was very sensitive. When the balloon was being withdrawn from the patient, the balloon broke at the junction of the guide exit area. The balloon guide was lost in the deep femoral artery. It was necessary to recover the device from the patient's circulation. There was a significant procedure delay of approximately 4 hours due to the medical scarpa approach used to recover the device.